Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "mechanical failure". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter could not seem to get it off easily or completely remove the adhesive. They had a build up of adhesive over the couple of days. They had tried taking it off in shower and using alcohol to remove the adhesive. Representative advised using warm wet cloth to assist in breaking down adhesives. Also suggested adding soap of choice to the wash cloth, discouraged use of alcohol that close to mucous membrane.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter could not seem to get it off easily or completely remove the adhesive. They had a build up of adhesive over the couple of days. They had tried taking it off in shower and using alcohol to remove the adhesive. Representative advised using warm wet cloth to assist in breaking down adhesives. Also suggested adding soap of choice to the wash cloth, discouraged use of alcohol that close to mucous membrane.